Manufacturer narrative:
E1: name of affiliation: (B)(6). Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Investigation actions: clinical evaluation: a clinical evaluation was conducted by a convatec's medical affairs specialist. Based on the information provided and the fact she was given antibiotics then we can go with the infection and no malfunction. It was hard based on the information to attribute this to the pouch or to fully understand what exactly has happened. Current quality controls during the manufacturing process: since the complaint did not include a specific lot number, the investigation used the part number and product description provided to identify the corresponding manufacturing line, the relevant product: active life pch std clr cust (1x10pk) us. Based on this information, process instruction (pi), corresponding to the guard, was identified. The associated in[?]process controls were reviewed to confirm that the controls established for this manufacturing line are adequate to detect and prevent the reported failure mode. Dimensional: width of srp peel tab, frequency: every 30 minutes, sample quantity: one (1) unit per head, acceptance criteria: accept = 0/ reject = 1, dimensional: width of the outline weld, frequency: every 30 minutes, sample quantity: one (1) unit per head, acceptance criteria: accept = 0/ reject = 1, dimensional: belt tab rotation, frequency: every 30 minutes, sample quantity: one (1) unit per head, acceptance criteria: accept = 0/ reject = 1, visual: concentricity of the protective shield, frequency: every 30 minutes, sample quantity: one (1) unit per head, acceptance criteria: accept = 0/ reject = 1, test methods (tm) weld strength testing pouches - method 2 and 3, frequency: every four (4) hours (twice per shift), sample quantity: one (1) unit per head, acceptance criteria: accept = 0/ reject = 1. Risk management: all inspections and controls are documented in dhf rsk analyses for the device specification. The severity of potential failure modes was rated as serious, and the occurrence was 1 (remote). According to risk management procedure, the likelihood of harm to the end user was considered highly unlikely due to the effectiveness of the controls in place. Findings: based on the review of manufacturing controls for the product listed above, it was concluded that robust quality systems are in place to detect and prevent both visual and functional failures. Although no lot number was identified in the complaint, the controls reviewed demonstrate a low risk of harm to the end user. These controls are documented and routinely verified to ensure product integrity and patient safety, even in cases where traceability was limited. Trend analysis: as part of the investigation, a review was conducted on "infection requires prescriptive treatment (e.g. Oral,IV antibiotics, surgical debridement or excision)" complaints associated with products manufactured on the same production line. The analysis covered data from 2024 to 2026. No additional complaint was found. The review confirms that the events are clinically heterogeneous and the associated investigations, based on the information provided and the fact she was given antibiotics then we can go with the infection and no malfunction. It was hard based on the information to attribute this to the pouch or to fully understand what exactly has happened. Personnel notification and training: as part of the investigation, the teams involved in the manufacturing of the affected product were informed about the reported issue. The goal was to raise awareness and reinforce the importance of inspection protocols, especially considering that no specific lot number was available. The notification sessions were carried out across all shifts, served as a reminder to remain vigilant and maintain high standards in daily operations. This effort helped ensure that everyone involved continues to follow established controls and remains attentive to any signs of deviation, even in cases where product traceability was limited. For further details, refer to the attachment 20 feb 2026 -personal notification. Conclusion: although no specific lot number was identified, the investigation incorporated a thorough clinical evaluation, a comprehensive review of manufacturing controls, trending analysis of related complaints, and personnel awareness efforts. The clinical evaluation concluded that since she was given antibiotics then we can go with the infection and no malfunction. It was hard, based on the information, to attribute this to the pouch or to fully understand what exactly has happened. Manufacturing controls across the relevant product were found to be robust, with multiple layers of inspection and risk mitigation in place. No deviations or systemic failures were identified. Trend analysis of harm code "infection" from 2024 to 2026 revealed no increase or recurring pattern on this manufacturing line. Personnel involved in the manufacturing process were notified to reinforce awareness of the potential failure mode and the importance of inspection protocols, ensuring continued vigilance. Investigation outcome: no systemic issue was detected. The complaint appears to be an isolated case with no evidence of recurring product failure. Based on the available data and controls in place, the investigation outcome was inconclusive, with a low risk of recurrence. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 9618003.

Event description:
The end user reported cellulitis of the lower pannus. She stated that doctor told her the infection was caused by the ostomy appliance. She reported that at her post-operation appointment with her surgeon, she was experiencing redness, swelling and drainage along the surgery incision along with pain. She did not recall any redness or open areas around the stoma. She stated the surgeon gave her antibiotics (azithromycin 250 milli gram (mg)) in the form of a z-pak, but it worsened. Furthermore, she mentioned that she later (time frame unknown), called emergency medical services (ems) to take her to the emergency room at known hospital where she was admitted and remained hospitalized for four weeks. Testing was performed and she was given intravenous (IV) fluids and antibiotics. She was unsure of the specifics nor could she provide the dates. No other specifics were provided. She had been a long-time user of this product, but her stoma was now flush to the skin, and she had been experiencing leakage. No photo was available at this time.